Event description:
It was reported that the patient presented to the hospital for a generator replacement procedure. Interrogation of the pulse generator noted that the right atrial (ra) lead had high capture threshold and high pacing impedance measurements. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.